Event description:
It was reported that patient presented to clinic for a follow-up. Interrogation showed another non sustained lead noise that was not caused by t wave oversensing. Review of the egms showed it was due to variations in point of sensing between the sense amp and the discrimination channel. Reprogramming options were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes at follow up, non sustained lead noise for oversensing was observed. Myopotential was suspected. Physician elected to reprogram the device and set patient up with (B)(4).